Manufacturer narrative:
(B)(4).

Event description:
A talent stent graft system was implanted in a patient for the endovascular treatment of an iliac artery aneurysm. It was reported that the patient presented emergently. The patient was admitted with a distal type I endoleak from the left common iliac artery and a 15 cm ruptured aneurysm. The patient was treated with a 36 mm endurant aui device which was extended with 16 mm limbs to the right hypogastric artery. The left hypogastric artery was coiled and the left external iliac artery was plugged followed by a fem-fem bypass procedure. The distal type I endoleak was successfully resolved. The physician stated the cause of the event was due to disease progression and lack of follow-up. No additional clinical sequelae were reported and the patient is fine.